Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery failure. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer stated the device's backup battery had a shorter battery life than expected. The device was otherwise functional. This investigation is ongoing.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp), it was stated that the device's diagnostic report (drpt) was asked but unknown (asku). It was confirmed that other than the battery having a shorter than expected life, there was no alarm produced by the device for a battery failure. The asp stated that the customer used a third-party company for service of the device. The third party company replaced the battery. The asp confirmed that the device was returned to use following the third-party service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.